Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky and had to be pressed multiple times for them to respond and had motor errors. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had diminished battery life. The standard batteries only lasted 4-5 day, the rewind takes longer than it used to, grinding noises while priming and rewinding. The insulin pump had random no insulin delivery alarms, the back light had gone dim. The insulin pump had rejected a new battery and had a crack on the top left corner of the screen. Customer declined to troubleshoot. The device will not be returned for analysis.